Event description:
It was reported that the patient presented for generator replacement due to elective replacement indicator (eri). Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.